Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris tubing was damaged. The following information was provided by the initial reporter: I have received an infusion set that has a split in the line between the back check valve and y-site. Additional information received from the customer: kindly provide the event occurrence date: 8/4/25. Please confirm when did the incident occur (before use/during use): the line was set up and attached to patient, staff noticed dripping immediately, ceased the delivery of medicine, disconnected the set and saw the tiny hole in the line, disconnected from patient. Can you confirm if any patient were impacted by the event? Staff were administering antibiotics. Delay in process as had to redo the whole set up with a fresh set. Can you confirm if any serious injuries occurred to the patients due to the event? Nil can you confirm the current health status of the patients? Do not know the condition/outcome.

Event description:
No additional information.

Manufacturer narrative:
Correct of medical device catalog # from 2420-0004 to 2420-0007. Investigation result: one 2420-0007 sample was received without packaging for investigation; some residual fluid was present in the line. The customer reported that the affected sample was from lot 24066850 and "I have received an infusion set that has a split in the line between the back check valve and y-site." As part of the investigation, the customer provided photographs of the affected sample and analysis confirmed that a leakage occurred below the flow stop. A visual inspection of the returned sample identified a small split around 2cm downstream from the flow stop; leakage was confirmed at this split when fluid was passed through the set. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no sharp tools or surfaces are utilized on the manual assembly line, which may have contributed to the customer's experience. A review of the production records for lot 24066850 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Although a definitive root cause could not be determined in this instance, the quality team at the manufacturing site have been informed of this report in order to ensure they remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product over the past 12 months.